Manufacturer narrative:
The field service engineer (fse) replaced the power supply and power management (pm) board to address the reported problem.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ventilator will not turn on. The customer reported there was no patient involvement.